Manufacturer narrative:
H6; code 400: damaged closing mechanism. Based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged closing mechanism. No conclusion could be reached as to how this damage occurred. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported a radical prostectectomy the staples did not release from the cartridge during the first firing over the plexus. A new stapler opened to complete the case. There was no consequence to the pt.